Event description:
The pt had a dye study in 2004 which found a granuloma. Shortly after, the pt complained of pain down their legs and experienced temporary paralysis. The paralysis then subsided. One week later, the physician brought the pt to surgery and trimmed 4.5cm off the catheter. The outcome was reported as good. The pt is doing fine, receiving good therapy, and is pain-free.